Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the right femoral artery. The 90% stenosed de novo lesion was located in the moderately tortuous and calcified right coronary artery (rca). The right coronary artery was predilated. Then the physician advanced a 12mm x 4.00mm nc quantum apex balloon to dilate the lesion further. The nc quantum apex balloon was inflated to 10atms and ruptured on the first inflation. The procedure was completed with a different unknown device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)